Event description:
It was reported that the user experienced approximately six hours of hyperglycemia while using the ilet with a steel infusion set that had reached 48 hours of wear and a dexcom g7, with fingerstick blood glucose of 249 mg/dl and ilet reading of 263 mg/dl. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention or hospitalization, and the user planned to change all supplies later the same day. Investigation included remote troubleshooting and education, including calibration of the ilet with a fingerstick and guidance to monitor and replace infusion set and supplies. Investigation of this case revealed no device alarms and no confirmed device malfunction, with potential infusion site degradation due to overdue set change considered as a possible contributor to the persistent hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.